Event description:
Related manufacturer report number: 2017865-2022-00924. It was reported that the patient presented after experiencing syncope that resulted in a broken leg. Upon interrogation, loss of capture resulting in loss of pacing was observed on the right ventricular (rv) lead. The physician suspected the device may have been related to the symptoms experienced by the patient. The rv lead and device were explanted and replaced to resolve the event. The patient was in stable condition following the procedure.